Event description:
Covidien received a report from a biomedical engineer of a n-550 with no audio. He states that a patient in a pediatric nursing department was involved with no harm to the patient occurring. Engineer isolated the no audio to the speaker.

Manufacturer narrative:
Covidien has requested that the speaker be returned for investigation.